Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. Implant data was cleared by a power on reset (por) on (B)(4) 2013; therefore, the longevity calculation could not be performed. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
It was further reported that the clinic had no additional information regarding the reason for device explant since the patient had moved and had not been seen at the clinic for approximately three years.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information was requested but has not been received. No patient complications have been reported as a result of this event.